Event description:
(B)(4). One of the coils shot into my ovary, which was not found until my follow up appt. Tubal ligation had to scheduled, coil was removed from my ovary, but one coil was left. I have suffered from accuteutis. One that resulted in a hospital stay because it became a severe kidney infection. Severe lower back pain, headaches, weight gain, leg/knee pain, rls symptoms, hair loss, hair dryness, dry skin, fatigue, depression.